Event description:
Blood to the system 97 pump. No alarms sounded. On 7/22/97, datascope received the mandatory medwatch form from the user facility; uf/dist report #210009-1997-0007. The following info was reported: a nurse noted blood in the iab catheter and safety disk assembly. The balloon pump continued to operate without alarm for gas loss or blood detection. Since the pt was hemodynamically stable, the therapy was discontinued. The pt suffered no ill effects from the balloon malfunction. (Event complications: none from the event-reported 7/10/97.) (Pt's current status: stable-rpt'd 7/10/97.)